Event description:
It was reported that a home patient (hp) experienced a high drain alarm 104 on a homechoice (hc) device during use. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A technical service representative (tsr) reviewed the therapy log with the home patient (hp) and identified an ultrafiltration reading of 3261 ml during cycle 4. The fill volume was 2500 ml. The hp did not have any symptoms. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. Accuracy confirmation testing was performed with original piston foam and passed. Device was then tested for temperature verification and passed all testing. Cycler remote toolbox indicated all pressures were correct and stable. The reported difficulty of increased intraperitoneal volume (iipv) -adult (high drain volume 104) was neither verified nor duplicated during sample analysis. Review of the device logs did not verify the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 2000. As the homechoice (hc) was not returned, a device analysis could not be completed. A review of the device history records showed that the device had been reconditioned since its original manufacture date. The device history review revealed no issues that could have caused or contributed to the reported difficulty the service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.